Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction revision with a 750cc mentor memorygel breast implant (right) and an unknown mentor saline prosthesis (left) experienced bilateral anisomastia post procedure. The 750cc mentor memorygel breast implant was placed on (B)(6) 2017, with another 750cc mentor memorygel breast implant. The contralateral 750cc mentor memorygel breast implant (serial # (B)(6)) was replaced with the unknown mentor saline prosthesis on (B)(6) 2022. This device was reported under 1645337-2022-11502. The unknown mentor saline prosthesis and other 750cc mentor memorygel breast implant were replaced with mentor gel on (B)(6) 2023. This patient was part of a clinical study. Mentor became aware of the anisomastia event on (B)(6) 2023. See 1645337-2023-12285 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On october 23, 2023 mentor became aware that the recurrence of breast cancer code was erroneously omitted from the previous supplemental report submitted.

Manufacturer narrative:
Additional information was received on june 1, 2024. The device issue was clarified to be patient dissatisfaction with procedural outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome h6 health effect - clinical code e2402: patient dissatisfaction with procedural outcome manufacturer¿s reference number: (B)(4).